Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 20, alarm 30). Customer¿s blood glucose level was 146 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.